Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an inbone implant from an unknown surgery has caused the patient severe pain for years.